Event description:
It was reported that the device migrated and resulted in the leads perforating the heart. The system was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.